Event description:
The MFR was notified of a pt death that occurred as a result of a fire in the home. A bi-level positive airway pressure (bipap) device and associated heated humidifier had been provided to the pt by a durable medical equipment (dme) supplier. There was no allegation the devices caused or contributed to the reported event, and it is unk if the devices were in use. The pt is reported to have been smoking while using supplemental oxygen, causing combustion of materials surrounding her. The oxygen delivery system was not manufactured by respironics. The manufacturer's investigation is on-going. Upon completion of the investigation, a follow up report will be filed.